Event description:
The customer reported the ventilator would not power on. The manufacturer's field service engineer (fse) was able to duplicate the reported problem. The fse replaced the power supply. There was no patient involvement.

Manufacturer narrative:
Date of this report: 10/2014. Date recvd by MFR: 02/11/2015. Conclusion / root cause: this customer returned power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).